Manufacturer narrative:
Device was used for treatment, not diagnosis. Fricker, r., pfeiffer, k., and troeger, h. (1996) ulnar shortening osteotomy in posttraumatic ulnar impaction syndrome. Arch orthop trauma surg, volume 115: 158-161. This report is for unknown - 6 or 7 hole 3.5-mm ao dynamic compression plate (dcp) or titanium made limited contact dynamic compression plate (lc-dcp)/unknown quantity/unknown lot. (Other number) UDI: unknown part number, UDI is unavailable. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article fricker, r., pfeiffer, k., and troeger, h. (1996) ulnar shortening osteotomy in posttraumatic ulnar impaction syndrome. Arch orthop trauma surg, volume 115: 158-161. The purpose of this article is to evaluate the results in patients treated for post-traumatic ulnar impaction syndrome in the light of previous reports and to discuss the technique of the osteotomy and its fixation. This study started with thirty (30) patients had shortening osteotomies of the distal ulna performed over a 5.5 year period, however, only twenty-eight (28) patients were included in the study. There were fourteen (14) men and fourteen (14) women, aged 17-70 years (average 45 years). The average follow-up time was twenty (20) months with a range of 6-66 months. This is report 1 of 1 for (B)(4). This report is for an unknown - 6 or 7 hole 3.5-mm ao dynamic compression plate (dcp) or titanium made limited contact dynamic compression plate (lc-dcp) and refers to one (1) unknown patient had dislocation at the transverse osteotomy site occurred due to a minor trauma 4 weeks postoperatively and needed re-osteosynthesis using a longer plate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.